Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. Reportedly, the clip was pulled off from the tissue and the patient re-bled. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.